Event description:
The customer contact reported that the pump was returned to the biomedical engineering department with an unsigned note stating, "zeros out and clears all programmed info." No tracking information was provided; therefore, specific patient information, pump programming or event details were not available. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.